Event description:
Adverse event(s): "30 minute delay in surgery." (No code available). Product problem(s): "system message displayed." (Device displays error message): "switched out unit to complete case." (No code available). A customer reported receiving a system message during a case. Technical services was contacted and recommended a reboot, but the surgeon did not feel comfortable doing that. Another system was brought in and the case was completed. The case was delayed 30 minutes. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The vacuum and aspiration rates were checked, the viscous fluid control (vfc), extrusion, and the fluidics module were checked and met product specifications. The system was tested and met all product specifications. (B)(4)